Manufacturer narrative:
This report is submitted on may 17, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, it was reported that the patient experienced redness at the incision site. Subsequently, a skin revision was performed using silver nitrate on (B)(6) 2017 and the patient was administered oral antibiotics for 5 days. The symptoms reportedly resolved by (B)(6) 2017.